Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number: (B)(6). Initial reporter address: (B)(6). Multiple 510k numbers were reported to be involved: k020321, k040099, k131331. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicating false resistance for two antibiotics. Confirmatory testing produced results indicative of sensitivity for both antibiotics. At this time, it is unknown whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "client reports that there is a discrepancy between ciprofloxacin intermediate (mic 0.5) and norfloxacin ( mic equal to/or less than 2.0) results and when retested by another methodology both antibiotics are sensitive.", "american clsi document with cut-off points: equal to or less than 0.25 sensitive, 0.5 intermediate and greater/equal to 1.0 resistant."

Manufacturer narrative:
This supplemental report has been created for the purpose of cancelling MFR report # 1119779-2022-00731. New information includes a change to the medical device catalog # involved. The new medical device catalog # is not a registered medical device in the us. Likewise, no similar products are sold within the us.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicating false resistance for two antibiotics. Confirmatory testing produced results indicative of sensitivity for both antibiotics. At this time, it is unknown whether or not patient samples were involved. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "client reports that there is a discrepancy between ciprofloxacin intermediate (mic 0.5) and norfloxacin ( mic equal to/or less than 2.0) results and when retested by another methodology both antibiotics are sensitive.", "american clsi document with cut-off points: equal to or less than 0.25 sensitive, 0.5 intermediate and greater/equal to 1.0 resistant".